Event description:
Consumer was sitting on the heating pad and smelled burning. Later he found smoke coming from the pad and a hole in the pad. There were no reports of injury with this incident.

Manufacturer narrative:
The consumer was sitting on the product which is a violation of the instructions and warnings provided. Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product. There were no injuries reported with this incident.